Manufacturer narrative:
MFR report #3 013164176-2019-00145 was sent to capture the reportable event on the ceb231210a/20725999.

Event description:
On (B)(6) 2019, this patient underwent an endovascular procedure with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm and right common iliac artery aneurysm. It was reported that an iliac branch endoprosthesis (ceb231210a/ 20725999) was advanced through the 16fr gore® dryseal flex sheath (dsf1633/20939613) at the right side and deployed at the right common iliac artery with no reported issues. Subsequently cannulation to the right internal iliac artery was attempted from the left side without success. An angiography was performed and showed no contrast to the right internal iliac artery, identifying that the artery was embolized. The physician elected not to implant a device in the artery, and continue the procedure. The procedure concluded with no further issues. The patient tolerated the procedure. It was reported that the cause of the embolization of the right internal iliac artery was possibly thrombosis moving into the artery during the procedure.